Event description:
It was reported that an ilet generated repeated restart alerts and then displayed ¿unable to proceed¿ alert 38, consistent with a motor stall, and the device was replaced; the user reported hyperglycemia during the event and administered 9 units of insulin as back-up therapy while the device remained functional. Symptoms included high blood glucose up to 399 mg/dl without loss of consciousness, dizziness, diabetic ketoacidosis, or medical intervention. Outcomes included transient impact on blood glucose outside the target range for about one hour, with no hospitalization or professional medical care. Investigation included remote troubleshooting, education on shutdown procedures, and arrangement for device replacement with instructions to return the original unit and to complete start-up on the replacement. Investigation of this device revealed a suspected pump motor stall aligned with the reported alert, consistent with a device mechanical or motor drive malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device failure related to a motor stall.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.